Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit results on a patient. There was no additional patient information. Procyte ni 8:06 hct 54% a (pre-op), I-stat (B)(6) 2022 8:09 8:09 hct 53% a (pre-op), I-stat (B)(6) 2022 8:08 8:09 ica 1.66 mmol/l a (pre-op), I-stat (B)(6) 2022 10:57 10:58 hct 29% b (post-op), I-stat (B)(6) 2022 10:57 10:58 hb 99 g/l b (post-op), I-stat (B)(6) 2022 10:57 10:58 ica 1.75 b (post-op), abl800 (B)(6) 2022 ni ni ca2 1.62 mmol/l b (post-op), abl800 (B)(6) 2022 ni ni hct 41% b (post-op), I-stat (B)(6) 2022 ni 11:11 hct 33% c (2nd post-op), I-stat (B)(6) 2022 ni 11:11 ica 1.78 mmol/l c (2nd post-op). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-mar-2022. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for the lot met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.